Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-07 h.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received fourteen unopened representative units and one opened unit without the catheter adapter assembly. In addition, five photos were also received. The units were tested for leakage beyond the septum and catheter adapter leakage. Leakage was not observed during either test. As the opened unit was not returned with a catheter adapter assembly it cannot be tested for catheter adapter leakage or leakage beyond the septum. All fifteen needle assemblies received from the customer were tested for leakage beyond the porous plug and no leakage was observed. The defect of leakage could not be confirmed in the representative units, additionally the retracted unit was not found to leak beyond the plug. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in had blood control issues. The following information was provided by the initial reporter: material no: 382523 batch no: 0252150. It was reported via discovered product defect reporting forms: customer(s) reported multiple blood control/leak issues.

Manufacturer narrative:
The customer's address is unknown.(B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in had blood control issues. The following information was provided by the initial reporter: material no: 382523, batch no: 0252150. It was reported via discovered product defect reporting forms: customer(s) reported multiple blood control/leak issues.